Manufacturer narrative:
.

Event description:
The patient's mother reported that her son is not doing well, stating that his symptoms have returned; he appears stiff, has been sweating and has impaired speech. She thinks the device is not working anymore. Her son's previous doctor has discontinued medical practice; they are not currently established with a physician. The presentative provided a list of referral physicians and redirected the family member to obtain medical consultation for the implanted dbs system to be checked using a clinician programmer, and may be reprogrammed at follow-up.